Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that there was physical damage to the cable, the strain relief was pulled apart and the skirt was missing, which confirmed the original complaint issue.

Event description:
Where wires go up into the joystick is pulled out and exposed.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Where wires go up into the joystick is pulled out and exposed.